Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed the volume test. No adverse effects were reported.

Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a missing battery door. The delivery accuracy tests found the pump to be out of the published specification of +/-6%. The pump's expulsor will be replaced in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.